Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/20/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 375cc saline prosthesis. Deflation and capsular contracture baker grade IV on the left breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 545cc gel prostheses on(B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 375cc saline prosthesis. Deflation and capsular contracture baker grade IV on the left breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 545cc gel prostheses on (B)(6) 2018. The device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.4 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. The DHR was reviewed on 6/1/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).